Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The leak was discovered after treatment when patient was removing the cycler set cassette from the cycler. There was fluid found leaking from the cassette door. In a follow up, the patient¿s nurse verified there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to let the cycler dry and has been using it since with no further issues. The cycler set is not available to return as a sample.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The leak was discovered after treatment when patient was removing the cycler set cassette from the cycler. There was fluid found leaking from the cassette door. In a follow up, the patient¿s nurse verified there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to let the cycler dry and has been using it since with no further issues. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.